Manufacturer narrative:
Other applicable components are: product ID 37603 serial# (B)(4) implanted: (B)(6) 2014. Product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s device shut off unexpectedly after going into a truck stop with electronic devices in 2014. No further complications are anticipated. Refer to manufacturer report #3004209178-2017-09673 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.